Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rate non-sustained episodes and a high number of short v-v intervals. Intermittent ventricular oversensing was also observed on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.